Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. A visual and functional assessment was performed which found that the device had a drilled neuro-tip ¿leg¿. It was determined that the type of damage was indicative of excessive side loading causing the cutter to flex and to come in contact neuro-tip ¿leg¿, (caused by user error). It was further determined that the device failed pretest for vibration and temperature (reading 127.1 degrees expected results less than or equal to 118 degrees). It was observed that the device had worn out and damaged bearings, causing device to fail the vibration and temperature assessment. It was determined that this was consistent with normal wear over time. The assignable root causes were determined to be due to user error (drilled neuro-tip ¿leg¿) and worn out bearings from normal use and servicing (vibration and heat). If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during testing, it was discovered that the craniotome device had an undetermined malfunction. During in-house engineering evaluation, it was observed that the device had a drilled neuro-tip ¿leg. It was further determined that the device failed vibration and temperature (reading 127.1 degrees expected results less than or equal to 118 degrees). This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.